Event description:
Pt presented to the emergency dept complaining of abdominal pain. Pt states she noticed swelling and bleeding of the catheter site, discontinued her tpn, and called her homehealth nurse. A catheter injection was performed. Revealing extravasation and a chest x-ray showed the tip of the catheter to be dislodged into the right ventricle, possibly right atrium and possibly in the superior vena cava. Pt transported to another facility on 1/14/97 for retrieval procedure and remained there per physician decision.